Manufacturer narrative:
The system was used for treatment. A batch record review of kit lot d154 was conducted. There were no nonconformances associated with this lot. The lot met release requirements. The uvadex lot number was not provided as it was not administered. However, a review of all uvadex lots manufactured since january 2013 was performed. No trends or nonconformances related to the complaint were noted. Trends were reviewed for complaint categories, centrifuge bowl leak/break and drive tube leak/break. No trends were detected for these complaint categories. However, a corrective and preventive action has already been initiated to investigate drive tube leak/break. (B)(4), report: the service technician cleaned the centrifuge and checked the leak sensor and clips. The service technician also replaced the return pressure sensor, as it had almost reached it's service limit. The system checkout procedure was then successfully performed. A photo analysis was conducted for this complaint. A review of the photographs confirmed that there was damage to the drive tube and a subsequent leak. The analysis was unable to confirm whether or not there was damage to the centrifuge bowl itself. The most likely root cause of the leak was upper bearing stop delamination which allowed the drive tube to rub against the wall of the centrifuge chamber. A review of the device history record did not identify any related nonconformances. Corrective actions have already been initiated to address the potential root causes of drive tube delamination. Complaints are monitored through tracking and trending. If a trend is detected, further investigation will be conducted through the CAPA/continuous improvement process. (B)(4)

Event description:
The customer reported a centrifuge bowl leak/break at the time of the buffy coat collection. The treatment was aborted with no blood/products returned to the patient. The customer reported that the patient was doing well and was currently in stable condition. Service was requested. On (B)(6) 2016, the customer stated that there was no alarm at the time of the bowl break, just increasing noise and a bang. A photo was submitted for investigation.